Event description:
A surgeon reported a patient who developed pigment dispersion and pigmentary open-angle glaucoma following intraocular lens (iol) implant surgery. Intraocular pressure (iop) was elevated and now being controlled with medication. The iol implant surgery was performed in 2003 by another surgeon.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/10/2008, 11/11/2008, and 11/25/2008 by phone, fax and mail. A completed questionnaire was received on 12/01/2008.